Event description:
It was reported that thrombus was observed during the procedure, which required the use of a thrombuster. The information contained in this report was captured during a post-market evaluation conducted outside the u.s.